Event description:
See also MFR report # 3004209178-2010-05928. It was reported that on (B)(6)2010, at the original ins implantation, the left electrode connected to the 0-3 port showed an inconsistent impedance reading. At one moment, impedances were normal, then the impedances were greater than 40,000. It was noted that the extension did not fit properly into either of the connector blocks. At the time of the completion of the implant, the impedances were in the normal range. On (B)(6)2010, the pt's ins was activated and the impedance reading on contacts 0-3 were all over 40,000, except contact 0. Contact 0+c=759. The pt experienced a lack of stimulation due to the open circuit. On (B)(6)2010, the pt had a revision where the extension and the ins were disconnected and reconnected. Impedances improved but were still in the high range (1+c, 0+c >12,979). The extensions were switched and connected to the ins. The 0-3 lead continued to show high impedances while the 8-11 lead showed normal impedance. It was suggested that this showed that the electrodes and extensions were intact. The electrodes were switched back to the original configuration and the impedances on both electrodes were within normal range. The extension was disconnected and reconnected. The impedances were again out of range. The ins was explanted and the extensions were connected to a new ins. The new ins was tested and the impedances were within normal ranges. No further pt symptoms or outcome were reported.

Manufacturer narrative:
(B)(4)